Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited artifacts, that appeared to be sense b noise, which were oversensed. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.